Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 380 mg/dl and the associated symptoms of dehydration and numb lips; the reporter confirmed the patient always gets numb lips when the blood glucose is high. The patient was seen in the hospital emergency room; details of the patient's treatment at the emergency room were not provided. Troubleshooting by animas customer technical support determined the patient's event was the result of a training/misuse issue; adjustments to the basal rate settings in the pump had been adjusted. The patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy as the result of a training/misuse issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: the last bolus delivery was 3.45u bolus on (B)(6) 2016 at 11:04. The last basal delivery was on (B)(6) 2016. The total daily doses of inuslin added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range. No delivery interruptions or alarms occurred during the investigation.